Manufacturer narrative:
According to the customer, "corneal abrasions" were reported related to the drape in the pack. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "corneal abrasions" were reported related to the drape in the pack.